Event description:
It was reported that a user of the ilet experienced hyperglycemia after lunch, with a glucose of 247 mg/dl at the time of the call, trending down to 233 mg/dl during the call and to 225 mg/dl by call end; the user reported stability, used a cd infusion set, and confirmed no leaks or kinks, and was advised that the elevation was likely related to recent food intake and to consider a supply change if no improvement occurred within 90 to 120 minutes. Symptoms included elevated blood glucose. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction, no infusion set issues, and a clinical course consistent with postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.